Manufacturer narrative:
The investigation is ongoing. The device is discarded.

Event description:
As reported, 23mm sapien 3 case by transfemoral approach in aortic position. During the procedure and when the commander delivery system with crimped valve were inserted into the patient, the wire was lost out of the left ventricle (lv). It was attempted to re-insert the wire with no scone but it was unsuccessful. Therefore, it was decided to retrieve the crimped valve back into the esheath. Force was noted while pulling the crimped valve back into the esheath causing the valve to move distally on the balloon. The team decided to inflate the valve in descending aorta, but the valve was too much off the balloon. The valve had slipped off the balloon during inflation and was only expanded on the proximal side. The valve was snared and inflated in the descending aorta. Afterwards, new devices were prepared, and the valve was successfully implanted without issues. The patient was doing well post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to h.6 component codes, investigation conclusions, h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following. Thv observed aligned too distally and past the center alignment marker. Tortuosity observed in descending aorta. The balloon was inflated and the thv was observed to move off the balloon distally when deploying in descending aorta. The dislodged thv was snared and aligned on a balloon. The dislodged thv was deployed in descending aorta. A tight bend was observed within the patient's descending aorta. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it was decided to retrieve the system. The valve was still crimped, and therefore it was attempted to retrieved it back into the esheath and remove it from the patient, but it was forced to pull it back into the esheath and it caused the valve to move distally on the balloon. Then it was attempted to inflate the valve in descending aorta but the valve was too much off the balloon, and therefore the valve slipped off the balloon during inflation and was only expanded on the proximal side. It was manage to take the valve with a snare, and inflate the valve in the descending aorta.'' Per review of the provided imagery, significant tortuosity was present within the patient's descending aorta. It is possible that the tortuosity within the patient's arterial anatomy contributed to the reported withdrawal difficulties. The presence of tortuosity can create challenging anatomy which can create non-coaxial withdrawing angles causing the thv to catch onto the distal tip of the sheath, and therefore contribute to the withdrawal difficulty reported. If excessive manipulation is used when experiencing withdrawal difficulties at the sheath tip, it likely pushed the thv too distal past the center marker. When operators decided to deploy the thv with over alignment, it likely caused the valve to expand asymmetrically and dislodge distally. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve), excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.